Manufacturer narrative:
The reusable impactor head broke during impaction at the point where the instrument connects to the impactor handle. Surgery was completed successfully. Review of the inspection records for the affected lot of material indicate the device was manufactured to specification. Returned device evaluation: the reusable impactor head was returned for evaluation. Failure at the base of the post that connects the component to the impactor handle was confirmed. Impaction marks visible at the base indicate that the component may have been impacted at an angle resulting in excessive loading on the connecting feature.

Event description:
The reusable impactor head broke during impaction at the point where the instrument connects to the impactor handle. Surgery was completed successfully.

Event description:
The reusable impactor head broke during impaction at the point where the instrument connects to the impactor handle. Surgery was completed successfully.

Manufacturer narrative:
The reusable impactor head broke during impaction at the point where the instrument connects to the impactor handle. Surgery was completed successfully. Review of the inspection records for the affected lot of material indicate the device was manufactured to specification. Device was returned and is being evaluated. Results will be documented in a supplemental report.